Manufacturer narrative:
Date sent to FDA: 9/11/2020. Additional narrative: it was reported that the patient experienced recurrent hernia, obstruction following the surgery.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2016 during which the surgeon noted ¿small bowel was adhered to the surface of the mesh¿ and ¿we removed as much of the mesh as possible, but there was still a small area of bowel that was well incorporated to the mesh that could not be safely removed.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.